Manufacturer narrative:
Section d1 brand name: corrected. Section d4 model name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with driveline power fault yellow wrench alarms which started at 0145am. The patient's cords were reported to be very tangled and having kinks in them when untangled. A small tear in the silicone between the entry site of the patient and the modular cable connection was also noted. It was recommended to secure the area with rescue tape. The system controller and modular cable were exchanged, which resolved the driveline power faults and new log files were sent for review confirming that the alarms resolved. Related manufacturer reference number: 2916596-2023-08484 (heartmate 3 pump). Related manufacturer reference number: 2916596-2023-08486 (modular cable).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the controller connectors were kinked.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned system controller. The reported event of kinks in the system controller power cable was confirmed via analysis of the returned controller. Visual inspection of the returned system controller revealed that both the white and black power cables were kinked. Electrical evaluation of the underlying wires did not reveal any issues. The submitted and downloaded log files contained approximately 1 day of relevant data combined (B)(6) 2023 ¿ (B)(6) 2023per the timestamps). The log files captured a driveline power fault alarm on (B)(6) 2023 from 01:45:56 to 12:55:40 due to a pwr_a_broken fault. The alarm appeared to resolve after disconnecting the driveline. The driveline was disconnected on (B)(6) 2023at 14:08:11 to exchange the system controller. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller was functionally tested and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported driveline power fault alarm could not be conclusively determined through this analysis. Although not conclusively determined, the observed damage to the system controller power cables may have been associated with repetitive bending of the power cables during use over time. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2021. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.